Event description:
Rn started setting up crrt. However, the machine was continuously alarming alert 85- check cartridge waste line failure. After following the procedure to fix this issue, the machine continued to alarm. After 3 attempts, the machine continued to alarm. The rn then switched out the cartridge 3 times. The same alarm sequence occurred. It was then determined that we were dealing with a defective batch of crrt cartridges, and all were from the same lot number. This caused a delay in the patient receiving life-saving crrt. Manufacturer response for dialyzer, high permeability with or without sealed dialysate system, nxstage cartridge express (per site reporter). Unknown.